Event description:
It was reported that the ventricular lead exhibited loss of capture and loss of sensing. A low unipolar impedance of 223 ohms was also noted. The patient would be monitored.

Manufacturer narrative:
Na